Manufacturer narrative:
Both leads and the multi-lead trialing cable were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received regarding the patient's programming with the returned product. The patient's programming was noted as the following: covered the left leg, knee, and down to the foot; covered the right leg, some calf with some spillover to right hip; covered the right leg, some calf with some spillover; covered the left leg, knee to calf, and some foot; and covered the right foot, calf, knee, and some right hip on high amplitude. The cycling was off on all groups (a, b, c), and each group was programmed for a soft start/stop of 4 seconds.

Event description:
It was reported that the patient experienced a sudden loss of stimulation/therapeutic effect during the trial. Intermittent stimulation was also noted. Some ¿shorts¿ were reportedly seen on impedance testing. Two different external neurostimulators were used but the issue did not resolve. The trial leads were explanted and were going to be replaced. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Analysis of the lead (lot #0208719957) found no anomaly. Analysis of the lead (lot #0208620922) found no anomaly. Analysis of the multi-lead trialing cable (lot #0209098500) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 977d260, lot# 0208719957, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. Product ID: 977d260, lot# 0208620922, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. Product ID: 355531, lot# 0209098500, product type: screening device. (B)(4).